Event description:
It was reported to philips that the system was stuck at "x-ray system starting up", preventing a full system boot. The user preformed several reboots, but the issue persisted. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.